Event description:
An occlusion alarm was reported. There was no adverse impact to the customer¿s blood glucose level. The caller declined to provide additional information, and no further action was required for closing the case.